Event description:
It was reported, while in the or, the md inserted the sheath via the femoral artery. The md could not advance the iab through the sheath. As a result, the sheath with iab was removed as one unit without incident. The md inserted another iab successfully. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.